Event description:
As reported by the sales rep, per the user facility: while infusing, chemo set started leaking either at the upper y site or cassette assembly, not sure which. Additional information provided by the facility indicated no one suffered any adverse sequela associated with the reported incident. The lot number remains unknown. Additional documentation returned with the sample indicating fluid was observed dripping from the bottom of the drip chamber on the pump.

Manufacturer narrative:
The actual i.v. Set reported in the incident was returned to the manufacturer to be evaluated. A lot number was not reported. No visual manufacturing defects were noted. The set was physically leak tested per specification. No leaks were noted on the set. The reported leakage could not be duplicated, and the sample was found acceptable. Without a lot number, a thorough investigation could not be performed. No specification conclusions can be drawn.